Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was found with a torn packaging. According to the complainant, it was noted that the sterile plastic packaging of the laser fiber was torn. Reportedly there was no patient involved when the issue occurred.